Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the keypad was unresponsive. Customer's blood glucose readings at the time of the call were 53 mg/dl due to not eating. Customer has treated with a meal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.